Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at inflation, it was noted that balloon ruptured at 6 atmosphere. It was further reported that the device was simply removed from the patient's body. The procedure was completed with another of same device. No complications were reported and patient condition was good post procedure.